Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Additionally the alleged unresponsive touchscreen issue could not be verified. A different issue was also identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shutdown unexpectedly. Additionally, the pump touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.